Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported by the parent that the pediatric patient reportedly experienced a similar episode in (B)(6) 2024 (please see (B)(4)). The patient reportedly experienced dka and was treated in the hospital. The parent was unable / unwilling to answer the cgm reading or the blood glucose reading. The patient uses tandem tslim in hybrid closed loop. The parent was reportedly unable to provide further details since the patient was sick and lethargic and needing to go to the hospital with the episode from (B)(4) when the report was made. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.